Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not function. Therefore, the reported condition was confirmed. It was further determined that the electronic control unit was not functional and the bearings were worn (rough rotation). The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the battery oscillator device was not functioning. It was reported that there was no delay to the surgical procedure. There was a spare device available for use. There was no patient involvement reported. There was no report of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.